Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50. Cm model#:sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that all contacts on the patient¿s leads were not working. It was also reported that the splitters are malfunctioning. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent replacement of the leads per patient and physician¿s decision. The physician determined during the procedure that the leads and splitters showed high impedances on multiple contacts. The splitters were explanted. The patient was reportedly doing well postoperatively. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that all contacts on the patient¿s leads were not working. It was also reported that the splitters are malfunctioning. The patient will undergo a revision.